Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. The lens was inserted into the patient's left eye and was removed due to a bent haptic. There was no patient injury. The lens was discarded by the facility. Cause of this incident is unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method - lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusions: the product pertaining to this claim was discarded by the facility. Based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). The lens was discarded by the facility.

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).